Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification. Result the product does not contribute to the problem mentioned by the patient and is not required for further investigation. The production data comply with the specification. Production reports were reviewed. Corrective actions no corrective or preventive actions will be initiated as the product is not required and does not contribute to the problem mentioned by the patient. Device was not returned.

Event description:
On (B)(6) 2013 patient reported experiencing an elevated blood glucose level and was admitted to the hospital on (B)(6) 2013. Patient stated the cause of his elevated blood glucose was due to using the incorrect infusion set which caused poor absorption of the insulin. Patient is currently in the hospital. Patient reported he was treated with an IV of insulin. Patient stated his blood glucose level was hi on his meter prior to going to the hospital and when he arrived at the hospital on (B)(6) 2013 his blood glucose level was 580 mg/dl on the hospital meter. Patient reported his blood glucose level was 480 mg/dl today on his meter. Patient's normal blood glucose range is 100-120 mg/dl. Patient stated he felt the meter and strips were working properly. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.